Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: customer return sample / photo / retain evaluation summary: there were no samples and no photos submitted for evaluation. Manufacturing records review: manufacturing records could not be reviewed due to no lot number being known. Investigation: due to no samples being received, the manufacturing investigation was limited. The lot # is unknown. Root cause: there were no samples and/or photos available for evaluation. Based on the investigation, a root cause could not be determined within the scope of this evaluation. Investigation summary: bd life sciences - preanalytical systems had not received any sample and no photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, a review of the manufacturing records for the incident lot could not be performed as the lot number was not available for review during the investigation. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. (B)(4).

Event description:
It was reported that urine transfer needle on a bd vacutainer® urine collection, bulk tube, 8.0 ml 16 x 100 mm broke off inside the tube after use. No injury or medical intervention.